Event description:
It was reported that the home patient (hp) had experienced peritonitis coincident with peritoneal dialysis (pd) therapy manifested by abdominal pain during fill. The cause of peritonitis was unknown. Treatment was not reported. The outcome of the event was not reported. Additional information was requested, but not available at this time. This is report 3 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd894303 with no issues noted during the manufacturing process. There were no deviations from standard procedure. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample was not available for analysis. If additional relevant information is obtained, then a supplemental MDR will be submitted. This is the same patient as (B)(4).